Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm and no frozen screen anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner, broken belt clip slot and minor broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed button error. Customer's blood glucose value was not provided at the time of the incident. The customer was asked to observe if the time clock advances and it did not advance. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.